Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device gave an ECG error. Remote support from the customer care solution center was received, during which it was determined that performing a self-check resolved the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.  Based on the information available, the cause of the reported problem is undetermined due to the self-check having resolved the reported issue. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer performed self-checking resolving the reported issue. The investigation concludes that no further action is required at this time.